Event description:
Received a spontaneous call from the pt, one pump (B)(4) - the clear ring fell off while on. The other pump (B)(4), it is cracked. Per the pt, she just got these pumps a month ago. Broken pump is not in use. No harm to the pt; replacement pumps being shipped for the next business day. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to the pt or clinical injury? No. Reported to (B)(6) by pt/caregiver.